Event description:
Customer reportedly noted, prior to start of case, that the display was dim. It was decided, however, to use the display for the case. During the case, the pt reportedly had an "untoward clinical event" and the display's alarm could not be heard. The pt subsequently died. Spacelabs medical investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.